Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional endovascular treatment procedure with an 8f sheath. Reportedly, the guidewire did not exit from the guidewire exit port. A new prostyle device was used to achieve hemostasis. After the procedure, the area where resistance was felt was cut with scissors for inspection. A protruding object was observed, and even when the stiff part of the wire was pushed, it could not pass through. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported difficulty advancing the device over the guide wire and object protruding in the sheath were not confirmed as a portion of the sheath was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. In this case, it was reported that the sheath was cut where resistance was felt and noted the protruding object. However, the device was returned with a portion of the sheath not returned and possibly the area of the reported resistance and protruding object. The returned sheath was inspected; and a guide wire was backloaded through the returned sheath with no difficulty noted. Factors that may contribute to difficulty inserting the guide wire include, but are not limited to, patient anatomical conditions (occlusion of the sheath due to excessive blood clot, patient artery anatomy variables). It is possible that the protruding object was the single lumen inside the sheath. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.